Event description:
A leveen needle electrode was being used for therapeutic ablation. During the procedure, the needle was used in eight ablations. During the fourth ablation, the pt appealed pain and the physician mainlined sosegen. After the procedure, when the needle was moved, the physician noticed a two centimeter size burn at the back from the puncture position. The needle was pulled out immediately and the injury was iced.